Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this implantable pacemaker presented to the emergency room (ER). The device exhibited pauses in pacing on the cardiac monitor in the ER. The patient was pacemaker dependent. There were no events in the logbook. Noise and oversensing on the right atrial (ra) channel of right ventricular (rv) signals were noted, which resulted in inappropriate atrial tachy response (atr) episodes and pacing inhibition. The device was reprogrammed at that time. The patient presented to the ER again with dizziness, and pauses were noted on the rv channel. Noise was reproduced when the patient was lying down. The rv noise was oversensed, resulting in pacing inhibition of less than 2 seconds of asystole. Low amplitude measurements were also noted. It was suspected that the patient's right ventricular (rv) lead exhibited clavicular crush. An x-ray was taken which showed lead-on-lead crossing and possible impingement. The device header appeared to be intact. A revision procedure was performed and the device was explanted and replaced. No additional adverse patient effects were reported.